Event description:
The patient reported that the pump dispensed insulin during the load step of a cartridge change.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during testing, the pump did not recognize the cartridge, pushed all the fluid out, and emitted a "no cartridge detected" warning. The pump was found to be out of calibration. Evaluation revealed contamination around the force sensor plate. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Correction number: 2531779-03/24/2010-003-r.